Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. On (B)(6) 2020 the patient had their follow up procedure. Imaging at the procedure showed that there was a device related thrombus present. There was no leak noted and there was still a complete seal around the device. The patient was put on clexane 100 in response to this event. There were no other complications reported.